Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaints. The non-return valve assembly and battery pack were replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had battery issues and failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.